Event description:
Customer reported the screen on the insulin pump was fading out. Customer stated the screen was fine, he tried to bolus, and the screen had disappeared. Customer woke and the screen was disappearing. Customer's blood glucose was 148 mg/dl. The device was not dropped or bumped. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.